Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, catheter removal difficulties occurred. The target lesion was located in the right coronary artery to the saphenous vein graft. A 6fr runway guide catheter and a non bsc guide wire were engaged in the target vessel and a 3.0x12mm quantum apex balloon catheter was inflated to 12 atms for 22 seconds. The quantum apex balloon catheter was removed and a 3.5x16mm veriflex stent was deployed at 20 atm for 11 seconds. The stent was re-inflated at 14 atm for 14 seconds. The physician encountered difficulties attempting to withdraw the veriflex stent delivery system. The stent delivery system and guide catheter were removed as one unit. Tip damage was noted to the veriflex catheter. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the liberte/veriflex catheter was received inside a 6f bsc guide catheter. There was solidified blood in the lumen of the guide catheter. The liberte/veriflex catheter was returned without the stent. There were stent strut impressions on the surface of the balloon between the markerbands, which indicates the stent was appropriately positioned and secured to the balloon during manufacturing. The mid-shaft was stretched. The catheter was soaked in a warm water bath to attempt to loosen solidified blood in the lumen of the guide catheter. The guidewire was withdrawn from the catheter without encountering any unusual resistance. The liberte/veriflex could not be removed from the guide catheter. Magnified inspection revealed the tip of the guide catheter was damaged, which restricted balloon withdrawal into the guide. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, catheter removal difficulties occurred. The target lesion was located in the right coronary artery to the saphenous vein graft. A 6fr runway guide catheter and a non bsc guide wire were engaged in the target vessel and a 3.0 x 12 mm quantum apex balloon catheter was inflated to 12 atms for 22 seconds. The quantum apex balloon catheter was removed and a 3.5 x 16 mm veriflex stent was deployed at 20 atm for 11 seconds. The stent was re-inflated at 14 atm for 14 seconds. The physician encountered difficulties attempting to withdraw the veriflex stent delivery system. The stent delivery system and guide catheter were removed as one unit. Tip damage was noted to the veriflex catheter. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.